Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient experienced an itchy and dry rash located on the buttocks. Patient's insertion sensor site is treated with prescription flovent inhaler prior to sensor insertion to prevent such rashes. At the time of contact, no additional event information was provided.